Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the pump has come loose and flipped over. The patient stated that they went to have the pump filled about two weeks ago and the healthcare provider (hcp) could not access the pump because it was upside down. They went back last week, and the neurosurgeon flipped the pump over manually so they could fill it. They will have a revision done but not scheduled yet. The patient also mentioned that they have been doing flex dosing instead of boluses, so they do not have the use of the ptm anymore. The patient started hearing a beeping tone from their pump. The agent described the non-critical and critical alarm tones. The patient stated it sounds like the noncritical and it started "a couple weeks ago". The patient was redirected to their healthcare provider to further address the issue. The agent reached out to the patient to let them know they could check the personal therapy manager (ptm) for alerts if they charge up the equipment. However, the patient already spoke with their hcp and have an appointment for this afternoon.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.